Manufacturer narrative:
We have not completed our investigation of this event. We will file a follow-up emdr at the completion of the investigation. Internal cross reference: complaint (B)(4).

Event description:
The customer reported that the upper palette of the table came loose from the drive mechanism. Philips field service engineer (fse) confirmed the 2 screws came loose disconnecting the upper pallet from the kirk screw. If the upper pallet would not move during the CT acquisition, there is potential for injury to the patient due to over radiation to the same anatomical location. This issue has been determined to be a reportable event. This event is currently under investigation.

Manufacturer narrative:
The customer reported that the upper palette of the table came loose from the drive mechanism. The operator was moving the patient out of the gantry after a successful whole body scan and noticed that the patient was not moving, although there was table movement because the bracket that attaches to the upper palette was moving out. A philips field service engineer (fse) confirmed there was no impact to a patient as a result of this issue. The fse evaluated the system and confirmed that the two mounting screws that connect the upper palette to the drive mechanism at the kirk screw had backed out. The fse reinstalled the original screws to resolve the issue. The system is in clinical use. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.